Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. Upon receipt the charger was resetting. Upon evaluation, component u9 (single p-channel 30v, 0.014ohm mosfet) and q5 (60v, 115ma surface mount transistor) were shorted on the bedside board. The cause of the faults and the resetting was the shorted components. The root cause of the shorted components could not be positively identified. No adverse event resulted from the shorted components. The patient received a replacement charger/modem.

Event description:
A (B)(4) male patient's girlfriend contacted zoll customer support to report problems with the patient's battery packs. Upon review of the patient's flag files zoll customer support reported charger faults. The patient was issued a replacement charger/modem.